Manufacturer narrative:
Follow up #2: this supplemental is being sent ot correct information previously submitted in follow up #1. The eval code should not have been included in the previous submission. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch verio iq meter was not holding charge. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged issue occurred at 12pm on (B)(6) 2016. The patient stated that they manage their diabetes with insulin pump therapy and denied making any immediate changes to their diabetes management regimen as a result of the alleged product issue. The patient experienced the symptom of "blurring vision" 12 days after the alleged product issue occurred, and in response to this, stated that they increased their dosage of insulin to "80 units" at 8:45pm on (B)(6) 2016. No allegation of medical intervention was made. At the time of troubleshooting the cca noted that there was no misuse of the product, and the issue of the meter not holding charge has been a recurring issue. The patient's products were replaced and requested for evaluation. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of severe injury after the alleged power issue began.

Manufacturer narrative:
Follow-up # 1. The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed testing. The reported issue could not be confirmed. However a secondary issue was noted; when the meter was tested, an error 1 was observed with no assignable cause found. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed. (B)(4).

Manufacturer narrative:
The lay user/patient's meter has been further evaluated by lifescan product analysis with the following findings: when the meter was evaluated in the laboratory, an error 1 was displayed with no assignable cause found. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed. On september 21, 2020, lfs received notification from the FDA that this supplemental was on-hold and had not been successfully received by the agency. Lfs has been engaged with the FDA since september 21, 2020, to agree upon remediation of the on-hold issue. On march 11, 2020, the world health organization (who) declared the covid-19 outbreak as a global pandemic. In line with final guidance published by the FDA in may, 2020, entitled 'postmarketing adverse event reporting for medical products and dietary supplements during an influenza pandemic'; lfs has agreed late reporting of all on-hold supplementals. This submission is included as part of that agreement.